Event description:
It was further reported that the artery target was severely calcified. The balloon ruptured during the second inflation. The balloon was removed intact from the patient.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was gained via the left femoral artery. The 90% stenosed target lesion was located in a moderately tortuous left popliteal artery. A coyote es mr 4mm x 40mm x 146cm balloon catheter was inflated to 6 atm for 30 seconds on initial inflation then the balloon was moved and ruptured at 4 atm. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event 18 years or older. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).